Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a hypoglycemic event occurred while using the ilet bionic pancreas, and the user could not provide details regarding precipitating factors. Symptoms included hypoglycemia. Outcomes included no reported alarms and no reported medical escalation. Investigation included attempts to obtain information through user communication and an analysis of information provided. Investigation of this case revealed no specific findings due to insufficient information, and the cause could not be established. It was concluded, based on previously established findings for similar reports, that the cause was unclear given insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.